Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this patient has experienced multiple syncopal episodes for the past six months, however the clinician did not find evidence of the patient's symptoms correlating with their implanted pacemaker. Additionally, it was noted the pacemaker measured low r-wave amplitudes of 4.7 millivolts. Boston scientific technical services (ts) was contacted for assistance and discussed pacemaker functionality and programming. This pacemaker remains in service. No additional adverse patient effects were reported.